Manufacturer narrative:
An event of patient effects ventricular fibrillation during the navitor device implant procedure was reported. A returned device assessment could not be performed as the device was implanted and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5.2mm on the left coronary cusp (lcc). The reported medical intervention and surgical intervention was a result of case-specific circumstances as cardioversion and percutaneous coronary intervention (pci) were performed after the procedure. Based on all available information, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using an unknown delivery system. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The valve was implanted and the final implant depth was 5mm on the non-coronary cusp (ncc) and 5.2mm on the left coronary cusp (lcc). After deployment, during the removal of the delivery system the patient showed ventricular fibrillation and defibrillation done. The patient converted to paced rhythm and stabilized. A cardioversion and percutaneous coronary intervention (pci) were performed after the procedure.